Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device was dirty and has contamination in the water tank. The water tank cover was cracked, it was missing the 390 block assembly, had a bent microswitch and a worn out line cord. During the evaluation of the device, the device would not run due to the missing 390 block and bent microswitch. This was found to be caused by customer maintenance as the 390 block assembly couldn't be missing otherwise. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was not getting circulation. No patient injury or complications were reported in relation to this event.